Manufacturer narrative:
Concomitant medical products: 694765 lead, implanted: (B)(6) 2008. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited high/undefined impedances. The lead alerts were programmed off, and the lead remains in use. No patient complications have been reported as a result of this event.